Manufacturer narrative:
An outside the united states customer contacted siemens to report that a single sample ID barcode was scanned and misread by an atellica sample handler barcode reader. Siemens is investigating.

Event description:
A single sample ID barcode was scanned and misread by an atellica sample handler barcode reader. There was no sample work order associated with the misread sample ID. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
The initial MDR 2432235-2022-0089 was filed on 29-mar-2022. Additional information (14-nov-2022): siemens evaluated the available data and did not identify a problem with the barcode label. The label used the nw7 (codabar) symbology. The customer could not reproduce the sample ID misread. A siemens customer service engineer (cse) replaced and aligned the tube characterization station (tcs) camera. The cause of the sample ID misread is unknown. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.